Event description:
The customer reported that the battery duration was short when pre-use operational checking outside of clinical use was being performed in a medical engineering room at a hospital. There was no patient involvement. The occurrence of the diagnostic code consistent with battery failure was confirmed in the logs. The lithium-ion battery is faulty, so it needs to be replaced. The manufacture date of the battery is (B)(6) 2016. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The repair was canceled, and the unit will be returned as per the customer's request.